Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer tested 83 mg/dl on the mobile system, 31 mg/dl on a professional bayer contour meter, and 30 mg/dl on an unspecified professional meter. Low blood glucose symptoms were reported with these results. All values were obtained at the same time. Emergency physician treated the customer with a glucose infusion. Low blood glucose symptoms improved. Requested return of suspect device.